Manufacturer narrative:
(B)(4). Incomplete firing cycle, damaged spring cartridge lockout tab. Should the information be provided later, a supplemental medwatch will be sent. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. In addition another reload tr45w was received partially fired 3/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing.

Event description:
It was reported that during a nissen redo procedure, while firing a white load, the first assist closed the closing trigger. When she tried to fire the firing trigger, the gun would not fire. Case completed with another device of the same product code. There were no patient consequences reported.